Event description:
I had an inguinal hernia. I didn't know what the doctor was going to do. I didn't even know I had mesh until a recent MRI. I have suffered such severe pain in this area. It is just unbelievable where as I got older my stomach got larger but where they put the mesh it feels like it is tearing away from my body underneath the skin. My bowel movements hurt so badly as I have to hold the area where the mesh is as it tears or feel like I am going to pop out or tear away at times when I bend over it is unbelievably uncomfortable to stand straight up as it really pulls. It has stopped me from having relations with my wife and I have tried just about everything but the pain will not let me continue. Do you have any suggestions? I really feel like I can't keep this up as I am unable to push when having bowel movement and I have to urinate frequently because it starts to hurt really bad and then I don't even go that much.